Event description:
The lead was explanted due to high capture thresholds. The pace/sense portion of the lead was previously capped on (B)(6) 2005 due to sensing issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two sections, proximal section, 14cm, distal section 51cm from the distal tip. Analysis found external insulation abrasions at 7cm to 7.4cm and 33.9cm to 34.3cm from the distal tip. The abrasions found are consistent with friction against another device. Also, an internal abrasion was noted at 19.8cm to 20.2cm from the distal tip.